Manufacturer narrative:
Since 2006, over (B)(4) million (B)(4) (sterile) laparotomy sponges with data matrix labels have been distributed and in 2011, (B)(4) have been distributed. Since 2008, users and surgicount medical have become aware of four instances of this specific device problem and mdrs were filed on each occasion. Surgicount will provide a followup report summarizing the status of the investigation noted by (B)(6) 2011. Will be completed in the followup report. We will also report patient status information if available.

Event description:
This malfunction report originally filed by the user facility university of michigan health system, ann arbor, mi. As uf report (B)(4). The data matrix coded label used for sponge accountability was observed to be damaged at the end of a surgical procedure and could not be scanned out. It is not known whether the damage occurred prior to use or during the surgical procedure.